Event description:
A device was used during a subtotal colectomy, ileo-rectum anastomosis. After the surgeon fired the device the second time they found 4 or 5 staples to be malformed causing bleeding. The case was converted to open and o.r. Time was increased longer than 1 hour.